Event description:
It was reported that the safety valve sub-test failed during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pcb was installed in a reference ventilator for simulated use testing. The reported issue was reproduced, the safety valve test failed during pre-use check. Electrical measurements showed that cause for the failure was a broken integrated circuit (ic) on the returned expiratory channel pcb. The broken ic is part of the electronic control of opening and closing the safety valve. It has not been determined what caused the ic to fail. If the safety valve fails it can lead to stop of ventilation or to high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
Manufacturer reference #: (B)(4).